Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode presented due to pain and the sensation of something poking them. It was reported the electrode had migrated from its original position. An invasive procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.